Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the device is turned on to 150j, it charged by itself. There was no reported patient involvement.

Event description:
The customer reported that when the device is turned on to 150j, it charged by itself. There was no reported patient involvement/adverse patient impact.